Event description:
The biomedical engineer (bme) reported that the suction to pull the gas into this monitor is no longer working on the multigas unit.. He stated they are seeing gas not available. They swapped this one out with a spare. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the suction to pull the gas into this monitor is no longer working on the multigas unit.. He stated they are seeing gas not available. They swapped this one out with a spare. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device bedside monitor. Model: mu-671r. Sn: (B)(6).